Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 60 mg/dl and the cause was not known. The next day the customer went to the emergency room (ER) and was treated with carbohydrates and juice. Due to the ER treatment, bg elevated to approximately 600 mg/dl. The customer was not connected to the pump at this time. The ER staff had "difficulty getting the pump to work" and the customer was not sure what the problem was. The customer left the ER using manual injections for insulin therapy. Upon follow-up, the customer resumed pump therapy and is "ok". The customer declined further assistance from tandem technical support.